Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 322 mg/dl with large ketones and insulin injections were used to address the bg level. Due to the high bg level, the customer reported headaches, nausea and elevated heart rate. Per the healthcare provider the ketone level was considered dangerous. The customer performed a system check and no insulin was seen exiting the cannula. The customer changed the infusion set and site multiple times. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.